Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the patient was not perfusing. It was also reported that the right ventricular (rv) lead was safety pacing on every second beat in the setting of potential bigeminal premature ventricular contractions (pvcs)/ectopy. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the patient was not perfusing. It was also reported that the right ventricular (rv) lead was safety pacing on every second beat in the setting of potential bigeminal premature ventricular contractions (pvcs)/ectopy. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was no performance issue against the ipg system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.